Event description:
On (B)(6) 2012, t2 recon nail operation was performed. When surgeon inserted guide wire into the distal lag screw hole, the guide wire was broken at a few centimeters from the tip and the tip of the wire was left in the bone. The surgeon expanded the entrance of the guide wire by step drill and another guide wire. Then he extracted the tip of the wire and the operation was finished safely.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.